Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with MDR #1225714-2014-03823.

Event description:
The plaintiff's attorney alleged that the decedent expired on (B)(6), 2011 after use of the product.